Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction surgery the flipcutter tip was not working, it didn´t flip. It broke during the procedure and a new flipcutter was used to finish the surgery successfully. No harm for patient, operator or third party was reported. It was not necessary to switch the surgical technique or do a second surgery. Update 27-may-2021: the flipcutter broke inside the patient, but didn´t break off. The broken device was one part and it was retrieved out of the patient.